Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was indicated that leads were not working or were shut off. Moreover, it was also indicated that the last cardiologist gave the patient an infection after implant. This lead remains in service. No additional adverse patient effects were reported.